Event description:
The tibial insert would not seat in the baseplate. There was no adverse consequence or delay in surgery or anesthesia time reported at this time.

Manufacturer narrative:
Summary of evaluation: examination results could not verify the reported event and suggest that this event is not device relatged but rather is associated with intra-operative procedures.